Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 2.00mm x 15mm maverick balloon catheter was advanced for dilatation. However, the device failed to cross the lesion, and when the balloon was inflated at nominal pressure, it burst. The procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an incomplete maverick 2mr balloon catheter. The device was visually and microscopically examined. There were numerous kinks to the hypotube and shaft of the device. There was contrast in the inflation lumen and the balloon was loosely folded. At 17mm distal from the proximal waist of the balloon there was a full circumferential tear. There was separation to the guidewire lumen of the device approximately 3cm distal to the balloon tear due to stretching of the lumen. The distal portion of the balloon including the marker band and tip were not returned for further analysis. For a length of 10.4cm proximal to the separation, the shaft was flattened, kinked, and stretched.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 2.00mm x 15mm maverick balloon catheter was advanced for dilatation. However, the device failed to cross the lesion, and when the balloon was inflated at nominal pressure, it burst. The procedure was completed with another of the same device. There were no patient complications reported.